Event description:
It was reported that the patient wishes to be explanted of her cochlear implant. The surgery is scheduled for (B)(6) 2014. No further information is available at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.